Event description:
Spontaneous call from patient's wife who reported that her husband's freedom pump broke after they infused this weekend; details of broken pump not indicated; no missed dose or adverse event reported; defective pump on hand for return, but no lot number or expiration date provided; indications selective deficiency of immunoglobulins (igg) sub classes. Reported to (B)(6) by pt/caregiver.